Manufacturer narrative:
Voluntary medwatch report received: mw5159918.

Event description:
Voluntary medwatch received states that the patient's left ventricular (lv) lead was difficult to insert during the implant procedure. Eventually, the lv lead was successfully inserted, and the system was implanted without any issues. No additional adverse patient effects were reported.